Event description:
As reported through edwards lifesciences alp clinical study, approximately 6 months post implantation of an alterra prestent, one type I fracture was found at the alterra inflow, rung 1, during follow up.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to receive of conflict information. A complaint was initiated due to a report event of frame fracture noted at 6-month fluoro received by core lab; however, the medical report from site indicated no fracture. Per the event description, the fracture has limited separation of fracture margins, and this may make it harder to be visualized under x-ray or fluoro and potentially resulted into discrepancy as seen in the reports. Despite the discrepancy found in the reports, a review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patients anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summarys imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patients anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. In this case, it is unsure if a strut fracture occurred post 6-month implantation due to conflict information between medical reports (core lab vs site). However, based on previous investigation on similar reported events, patient factors (rvot characteristics) were identified as a potential contributing factors to frame fracture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.